Manufacturer narrative:
Medwatch sent to FDA on 10/06/2015. The reporter of the event stated that the product would not be returned. Additional information regarding device serial number has been requested of the reporter, to date no information has been received by apollo. Device labeling directions for use addresses the reported event as follows: precautions: antiemetics, antispasmodic, and anticholinergic drugs may be prescribed to lessen the early placement symptoms such as nausea, vomiting, and abdominal pain. Patients will need to immediately contact their physician for any severe or unusual symptoms. Placement of the balloon within the stomach produces an expected and predictable reaction characterized most commonly by a feeling of heaviness in the abdomen, nausea and vomiting, gastroesophageal reflux, belching, esophagitis, heartburn, diarrhea and, at times, abdominal, back or epigastric pain and cramping. Food digestion may be slowed during this adjustment period. These symptoms can be treated with antiemetic, antispasmodic, and anticholinergic medications. Typically the stomach acclimates to the presence of the device within the first 2 weeks. In order to prevent or ameliorate the symptoms most frequently experienced during the adjustment period, it is recommended that the physician use proton pump inhibitors (ppis), antiemetics, antispasmodics, and anticholinergic medications prophylactically (before orbera placement). Patients should be advised to immediately contact their physician for any unusually severe or worsening symptoms. To prevent ulcers, it is recommended that the patient start a program of oral proton pump inhibitors (ppis) for approximately 3-5 days prior to orbera placement so a maximal gastric acid suppression effect will be present on the day of placement. It is recommended that the ppi dose be given sublingually after orbera placement if nausea and/or vomiting are present. A regimen of 40mg per day of an oral ppi should be continued as long as the orbera is in place. Other medications that are started prophylactically should be continued after orbera placement until they are no longer needed. Furthermore, subjects will be directed to avoid medications known to cause or exacerbate gastroduodenal mucosal damage. Adverse events: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Device labeling patient information booklet addresses the reported event as follows: warnings: tell your doctor if you cannot keep liquids down and cannot swallow, or if you are nauseated or throwing up. You could become dehydrated and your kidneys could shut down.

Event description:
Reported as: the patient had an uneventful placement of the orbera intragastric balloon system. The patient experienced nausea and some vomiting beginning late the first day and became dehydrated in subsequent days. The physician and their staff attempted to reach out to the patient multiple times, but were only able to speak with the patient or a family member on a few occasions. The patient went to the ER and received IV hydration and was discharged. Subsequently, the patient again became dehydrated and the physician admitted them for IV hydration and observation. The patient was stable and able to consume 700cc of water over about 5 hours. The orbera intragastric balloon was removed at the patient's request.